Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #:(B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. The ventilator was investigated on site by our field service engineer (fse) and the o2 gas module was replaced and the machine worked fine and passed all tests after replacing the defective o2 gas module. The provided device logs confirms the reported issue. The defected o2 gas module has been returned for further investigation. Simulated test use of the returned o2 gas module in a ventilator failed the pre-use check with internal leakage test and flow transducer test. The failure was caused by a defective pressure transducer on a printed circuit board inside the gas module. The pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to an inaccurate gas flow regulation which will be detected during pre-use check, alarms will be activated if the failure occurs during ventilation. It was noticed by visual inspection that there were liquid traces in the filter housing and a printed circuit board inside the air gas module which is the root cause of the pressure sensor¿s failure. The most probable source of the liquid inside the o2 gas module was moist air from the hospital's external compressor. According to the user´s manual maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded.